Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was reported to be that patient "had broke the transfer set". It was reported the patient was hospitalized for the event. On an unreported date, the patient began treatment with an intraperitoneal (ip) injection of vancomycin, 1 gram stat, ip injection of amikacin 100 mg, once a day (duration not reported) and injection of fortum 1 gram, once a day (route and duration not reported) for the event of peritonitis. The patient was discharged three days after receipt of this report. At the time of this report the patient was recovered from this peritonitis event. Action taken with dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4).the sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.